Manufacturer narrative:
The reported event of helix mechanism issue was confirmed but helix damage was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with blood/tissue.

Manufacturer narrative:
Correction: d3 - the correct manufacturer establishment name should be st. Jude medical, inc.(crm-sylmar) instead of st. Jude medical operations (m) sdn bhd. G8 - manufacturer report number should have started with 2017865 not as submitted 3008377825-2025-00004.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that the helix of the right atrial lead was damaged. It was also noted that the helix failed to be extended and retracted. The lead was not used and replaced during the procedure. Patient status was not reported.